Manufacturer narrative:
Upon receipt of the return tissue expander to pmt it was decontaminated and an investigation into the cause of the leak was conducted. The tissue expander was visually inspected and a leak was discovered on the posterior side of the remote port tubing's strain relief near the junction of expander's silicone shell. The tubing's thick silicone strain relief appeared to have been partially sliced by a sharp object. This slice was then placed under magnification for further investigation. While under magnification, the eges of the slice got thicker closer to center and this is similar to what is witnessed when a round silicone feature is partially sliced by a sharp instrument. A similar tissue expander was intentionally cut on the tubing strain relief and the product damage was replicated. Based on the type of product damage, it appears a sharp object may have sliced the tubing strain relief, causing the product leakage.

Event description:
On (B)(6) 2015 a pmt corporation sales representative was notified that a tissue expander had been explanted in (B)(6) 2015 due to a potential leak next to the edge port.